Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, micl13.7, -11.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. It was noted that one footplate was not positioned behind the iris during the initial implantation. Secondary surgical intervention was performed on (B)(6) 2020 to position the footplate and the problem was resolved. The reporter stated " it was not a defect of the iol". In the reporters opinion the cause of this event was due to the surgeon not recognizing that the footplate/haptic was out of position.

Manufacturer narrative:
Corrected data: h6/h10 - patient code 3191: secondary surgical intervention (repositioning), "respositioning" should have been specified in initial medwatch report. Claim#: (B)(4).